Event description:
The customer reported a pump malfunction that initially occurred on (B)(6) while camping, and then a similar issue recurred on (B)(6) during a call with technical support. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump personally after the first malfunction, and technical support assisted with resetting during the call. Technical support decided to send a replacement pump with updated software, and provided instructions for returning the faulty pump, including steps for using the new pump. The customer was advised to switch to an alternate form of insulin delivery if necessary, and acknowledged the information provided.